Event description:
It was reported that the implantable pulse generator (ipg) was tilting. The patient underwent a procedure where the ipg was inserted slightly deeper and secured down using the eyelets in the ipg header. The patient was discharged from the hospital two days after the procedure.